Event description:
The customer reported that during an esophagectomy, tissue was sticking to the jaws of the device. When the device was released from tissue, bleeding occurred. The surgeon stated that he noted burned tissue stuck to the jaws. Another device was used to stop the bleeding and to complete the procedure without incident. There was no tissue damage and no pt injury.

Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional info pertinent to the incident is obtained, a follow-up report will be submitted.